Manufacturer narrative:
The original sample was discarded. The device history record was reviewed finding nothing that could cause or contribute to the reported issue. The directions for use states in the caution section: "do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending. When using the device without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible portion of the catheter becomes detached, retrieve with an endourology grasping device." (B)(4).

Event description:
It was reported that the doctor placed the tigertail catheter through a stricture and dilated it with a balloon. When the patient returned for follow-up kub, the tigertail tip was found in the ureter. The patient will require an additional urethroscopy procedure to remove the tip. No injury has been reported at this time.